Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple "cartridge change error" messages while attempting to load multiple cartridges. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.